Manufacturer narrative:
This report is being filed under exemption e2012070 by arjohuntleigh polska sp. Z o.o. (Registration#3007420694) on behalf of the importer arjohuntleigh, inc. (Ahus) (registration#1419652). On 29 jan 2019 arjo was informed about the citadel plus bed safety side malfunction. It was reported that the resident who sat on the bed, heard the crack and fell to the floor due to safety side detachment. No injury was reported. After receiving the communication about the malfunction occurrence, arjo service technician was dispatched to conduct the bed's inspection with regards to the alleged issue. Upon the evaluation carried out by arjo technician and photographic evidence, it was confirmed that the plastic part of the safety side separated from the safety side assembly and the width extension frame was bent. Based on the all gathered information, a few factors that could contribute to the event may be distinguished: 1. During the inspection, the technician noticed that only the right head width extension was expanded out. The left width extension sections were not expanded. Such configuration during use with the backrest in the raised position led to the width extension frame bending and as a further consequence could contribute to the safety side panel detachment. To ensure the safety of our products the instruction for use provided together with the involved device (831-374 rev. B dated on dec 2015) includes warning regarding the need of extending all width extension frame sections: "make sure all eight width extension sections are extended. Using the bed without all extensions in the same position may cause damage to the bed as well as create an unsafe condition." 2. During review with the physical therapist, it was confirmed that the patient sat on the right edge of the bed and the patient's weight was supported by the side rail. It may be assumed that due to the stress of the safety side, the plastic part detached leading to the patient's fall. 3. The mattress was set to 48" wide, however the bed frame has not been fitted to this width. This cause that the mattress put a lot of pressure on the safety side. The technician confirmed that it was not the right configuration and that it could possibly have attributed to the failure of the side rail. Taking into account all above information, it can be concluded that the additional force applied to the safety side contributed to the safety side detachment and as a result led to the patient's fall. It needs to be emphasized that the citadel plus bariatric care system meets the requirements of standard iec 60601-2-52 for medical devices, according to which: "side rail latched/locks shall remain secure when subjected to the forces of normal use." "Side rail shall be designed to withstand the forces applied during reasonably foreseeable misuse over the product life cycle without creating an unacceptable risk." In summary, the safety side detached during use with the resident and from that perspective, the citadel plus bed did not meet the manufacturer's specification. Upon the investigation conducted, it can be concluded that the way of the device use could contribute to the event. The complaint was decided to be reportable on a potential due to the allegation of safety side detachment and patient's fall.

Event description:
On (B)(4) 2019 arjo was informed about the citadel plus bed safety side malfunction, which occurred in (B)(6). It was reported that the resident who sat on the bed, heard the crack and fell to the floor due to safety side detachment. No injury was reported.